Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine generator replacement, when leads were connected to the original device, and when the programmer screen was toggled between the device information screen and the pacing system analyzer screen, the device stopped pacing for about 5 beats. This occurred again when the screen again was toggled. The device was successfully explanted and replaced. The patient was in stable condition.